Manufacturer narrative:
H3, h6: the returned malleable suction would not track when connected to a known good system and displayed red status. A check of the interface showed that coil #3 was dead. An electrical failure was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
]Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a procedure was performed using another inventory. The system indicated a different location from the one that was optional. Conflicting information was received regarding whether a patient was present or not. Additional information was received. Instead of the intended spot to track, it showed a different spot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was corrected that the event occurred intra-op, and there was a patient involvement. There was no impact on patient outcome.